Event description:
A user contacted the manufacturer regarding the sound abatement foam correction/removal related to a dreamstation auto CPAP. The user alleged the machine smelled like it was burning. The user did not see any smoke or flames. The device with power accessories has not been returned for investigation. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on mar 14 , 2025 and section h10 should be reported as: a user contacted the manufacturer regarding the sound abatement foam correction/removal related to a dream station auto CPAP. The user alleged the machine smelled like it was burning. The user did not see any smoke or flames. The device with power accessories has not been returned for investigation. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, manufacturer observed an unknown dust contaminant on the flip doors, pca, top enclosure, rear panel, ui panel, bottom enclosure, inside iso port, blower, blower box, and blower seal. Pil observed black hairlike contaminant on the flip doors, top enclosure, ui panel, rear panel, bottom enclosure, and blower. Pil observed no odor through therapy and investigation. A keratin-like substance was observed on the blower box outlet. (B)(4) (v01) addresses the issue of keratin. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error 0 code. The manufacturer concludes there was no evidence of sound abatement foam degradation, observed dust/dirt contamination in the airpath, likely from a source external to the device and unable to directly address the symptoms or complaints. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid have been updated.